Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that the guide wire was passed out the side hole of another company's catheter and experienced resistance. Force was applied to remove it and the tip coils became stretched. The guide wire was removed with the guide catheter and filter wire as a unit. The second guide wire was placed across the lesion and a filter wire was put down. It is unclear if there was any resistance. The tip was reported to be separated. No parts were left in the pt. It is unk whether intervention was performed. No additional event or pt info is available.